Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: rite functional test passed specifications. The rite electrical test failure ground bond failed performance spec was confirmed. The device was determined to not be functioning in specification due to the nature of the issue. Internal/external inspection found no issues. Pal evaluation found no issues with ground bond in the device, continuity was measured between power entry module and doorpost; ground bus resistance measured indicating no issue with ground bus in the device. No failure or malfunction was identified with the device that could have caused or contributed to the rite electrical test failure.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.